Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. This is noted on (B)(6) 2013 due to lead defective and dislodgement. The threshold was higher that 7.5 in all pacing configurations. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).